Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge remained static and did not increase despite the pump being plugged into a power source and displaying the charging icon. The customer's blood glucose level was 235 mg/dl. The customer declined assistance from technical support regarding the issue.